Event description:
Reporter alleged that the customer could not use the multiclix lancet device as it would not puncture her finger. Reporter stated that when the customer could not get it to work, she started acting funny, had difficulty staying awake, and had slurred speech. Reporter stated that an ambulance was called, they obtained a result of 34 or 39 mg/dl on their system and then gave her some sort of shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.